Event description:
Pt called to report product problems with her jazzy chair. She stated that she is having problems with the battery and also experiencing charging issues. She also stated she is upset that (B)(6) charged her full price and claims it was fraud. She said she is waiting to get it repaired and is using her service dog more. Same report as mw5038313.